Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice. The customer did not know the blood glucose reading. The customer reported that the alarm was resolved by a reservoir change and declined to return the infusion set and reservoir for analysis. The customer was unable to verify the incident date, his blood glucose or any hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.